Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the wound never closed and the pocket filled with pus. The device was coming up to the skin. The implantable pulse generator (ipg) system was explanted due to infection and dehiscence. No further patient complications have been reported as a result of this event.